Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow control valve was replaced to resolve the reported issue.

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient injury.